Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the sample mixer smart module and the sample mixer assembly to resolve the issue. (B)(4) .

Event description:
The unicel dxc 600 pro synchron system generated erroneously low glucose (gluh, cartridge chemistry) results on two (2) patient samples. The results were not reported outside of the lab. There was no impact to patient treatment. Quality controls (qc) was run before and after the event and the results were within ranges.